Manufacturer narrative:
During investigation, visible bloodstains were observed in the telescope and distal tip assembly. The unit was received with the distal tip broken off, and missing from distal edge of ro marker. The missing tip section as not returned with the catheter. Furthermore, upon image characterization testing, good square image appeared in the system and the product performed within spec. No kink was observed in the sheath assembly. The guidewire exit port appeared normal, with no damage.

Event description:
Boston scientific has become aware of the following event after conducting a retrospective review of complaint records: the tip separated simply at the time of sheath insertion. Sheath was unknown.